Manufacturer narrative:
This report is being filed in an abundance of caution. The dealer stated to the best of their knowledge the concentrator was not the cause of any injury or damage. The concentrator has been recovered by the dealer and is currently in quarantine. The dealer will not return the concentrator at this time. The user manual part #1193322-a-04 page 8 states: "danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this device. Do not use near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances. Should additional information become available, a supplemental record will be filed.

Event description:
Hospice reported to the dealer, that the patient was smoking while using the irc5po2v oxygen concentrator, caught himself on fire and expired.